Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 06/23/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. It was observed that the battery compartment was cracked from the threads to the case seal. The cartridge cap and battery cap were not returned. Using a test battery cap, the pump powered up with the appropriate audible and vibratory features. Unrelated to the casing issue, the verify screen was dim and discolored. Horizontal lines appeared throughout the display indicating a defective display connector wire. The ¿ok¿ and ¿down¿ buttons responded intermittently. Removal of the keypad cover found contamination under all the button contacts. The bolus button was torn but responded properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that the pump was cracked at the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.